Event description:
It was reported that the device was not increasing temperature. Temperature check shows "26.1 c" while the display reads "30 c". The temperature does not change after running for 10 mins. It was discovered during preventative maintenance. No patient involvement. No adverse effects reported.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a faulty heater assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, the manufacturer will reopen this complaint for further investigation., g2 email is: (B)(4).